Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to an infection at the implant site in the post-operative period. A review of the devices sterilization records shows that the device has been subject to a valid sterilization process. Thus, no available information points to the implant being the source of the reported issue. Additionally, the recipient experienced cerebrospinal fluid leakage during implantation surgery, which is a known undesired side effect of otologic surgery. This is a final report.

Event description:
The user has been explanted due to an infection over the implant housing.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has been explanted due to an infection over the implant housing.